Manufacturer narrative:
There is no additional event or patient information available. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check; error code u509. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is worn and observed a split with no metal exposed. The distal end of the device was inspected under a microscope and found approximately 17 mm of the probe is detached; detached probe was not returned. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the similar reported events, the cause for the detached probe is determined to be attributed to the probe coming into contact with a hard or metallic surface during activation. The cause for the worn and split teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instructions for use (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
As reported for this event, during the laparoscopic assisted myomectomy procedure the device stopped working intraoperatively with an ultrasonic level error showing on the screen. There was no adverse impact to the patient or staff. The intended procedure was completed. The physician was trained and is experienced using the device.